Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16aug2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A gas delivery system (gds) was return for analysis. An investigation was performed and was tested, no failure were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician confirmed that value of the measured flow volume was out of the allowable range. There was no patient involvement.